Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer stated that there was an "iabp may require maintenance" message displayed on the iabp. The fse was unable to reproduce the reported malfunction. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with an "iabp may need maintenance" alarm. The customer swapped out the iabp with another and sent the original to the biomed. This event occurred while the iabp was in use on a patient. No adverse event has been reported.